Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. The lot history review (lhr) for lot # p21136 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Ureteral tears are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, a sure procedure was underway when a ureteral injury occurred at the ureteropelvic junction(upj) when trying to advance the cvac device through a tight ureter. The case was halted and a stent was placed and is intended to remain in place for three weeks. The patient will then be re-evaluated and re-scheduled for another sure procedure.